Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to inadequate stimulation. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the- device was explanted.